Manufacturer narrative:
Date of event: exact date unknown, event occurred months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg out of hibernation despite reprogramming following a non device related procedure wherein an electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.